Event description:
A durable medical equipment supplier (dme) reported that a heated humidifier had failed, melted on the bottom and filled a room with smoke. There was no report of injury or harm. The complainant reported that the device had been thrown away and was not available for additional investigation. While the device was not returned for evaluation, the manufacturer confirmed the device was within the serial number range for a reportable field action (z-1260-2009) initiated in july 2009. The manufacturer determined that the details reported by the complainant were enough to characterize the failure mode as similar to the failures evaluated in association with the above reference field action. The manufacturer had previously completed an investigation of the failure mode and concluded it is caused by (B)(4). The manufacturer was able to isolate the population of devices potentially manufactured with the specific supplier's suspect connector and issued a voluntary field corrective action. The FDA was notified in july 2009 and philips respironics was issued recall number z-1260-2009.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocars caused a gas leak when a 5 mm instrument was inserted. There were multiple ways used to prevent leakage during the case, like using ky-jelly to seal/cover the universal seal cap; gauze was used to cover the seal cap as well. After the 12mm trocar was replaced, the leaking stopped. After the 15mm was replaced, it continued to leak from the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) leak test failure the analysis results found that the cb12lt device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing, the device leaked during insertion and removal of the test probe. It was noted that the duckbill was damaged and the universal seal had a broke weld. We are unable to conclude what caused the reported event; however, an investigation has been initiated to determine the potential root cause of the leaking issues. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. A valid lot/batch number was not received therefore, the device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.